Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Device not returned: (4114/ 3221) despite request and/or customer indicated that the device would be returned; however, no device was returned. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, during the procedure the pa harvesting the vein pulled the cutter out of the harvesting cannula and showed me the little tube connecting to the c ring that the lens cleaning fluid flows thru and it was distorted and looked as it if had been disconnected. The harvester was able to manually put it back in place and then was able to complete the procedure. No new device was opened, he was just unable to use the lens washer feature. There were not any patient effects.